Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration, occurred on the right atrial (ra) lead, from another manufacturer. Device review indicated that a high pacing impedance measurement, greater than 2000 ohms, was the cause. The ra impedances were found to be jumpy and technical services suggested to program this pacemaker to unipolar pace and bipolar sense. No interventions or adverse patient effects were reported. This product has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration, occurred on the right atrial (ra) lead, from another manufacturer. Device review indicated that a high pacing impedance measurement, greater than 2000 ohms, was the cause. The ra impedances were found to be jumpy and technical services suggested to program this pacemaker to unipolar pace and bipolar sense. No interventions or adverse patient effects were reported. This product has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an automatic lead safety switch from bipolar to unipolar pacing configuration, occurred on the right atrial (ra) lead, from another manufacturer. Device review indicated that a high pacing impedance measurement, greater than 2000 ohms, was the cause. The ra impedances were found to be jumpy and technical services suggested to program this pacemaker to unipolar pace and bipolar sense. No interventions or adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.